Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress system controller serial # (B)(6) was returned for an evaluation as part of a pump exchange and an evaluation was performed. No reported issue with the system controller. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Log file analysis did not capture data that could be correlated to the system controller. The motor stopped command appears to have been initiated via the system monitor at day 2009 hour 4 minute 35 and the system stopped. The driveline disconnected not long after. The driveline disconnected event appeared to be related to the reported pump exchange. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Patient handbook rev. D rev. F (section 8), instructions for use rev. D covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange and the system controller was exchanged. Related regulatory reference report MFR # (B)(4).